Event description:
Shortly after implantation with a cochlear implant, this patient's device was explanted. The reason for explantation was that the electrode array was folded over. Explanation / reimplantable surgery was successfully completed in 2005.